Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles were not functioning. No patient involvement was reported.